Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the first aspiration attempt the physician noticed that needle was not extending out of the catheter. The device was removed from the patient. After the device was removed, the physician observed that the needle detached from the sheath outside the patient. Another excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant confirmed that the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation of the returned device was performed. The needle was retracted and the handle was in the retracted position. The working length had no kinks and the needle was attached to the inner drive wire. A functional evaluation found that when the handle was actuated, the needle would not extend and the distal end of the needle was stuck on the proximal side of the needle hub. The distal end of the sheath was pulled straight, and the needle was placed back in position. Then, the handle was actuated, and the needle extended and retracted without issue. The actual needle was attached to the drive wire. Therefore, the primary reported failure mode of ¿needle¿ detached is ¿not-confirmed¿. Since the needle was intact and not detached, this is no longer considered a reportable event. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the first aspiration attempt the physician noticed that needle was not extending out of the catheter. The device was removed from the patient. After the device was removed, the physician observed that the needle detached from the sheath outside the patient. Another excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.